Manufacturer narrative:
Subject device not explanted. Synthes is unable to provide the manufacturer and or the PMA/510k number. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received from (B)(6) indicates a 4.5 mm cortex screw was being inserted in a pre-drilled hole and the head broke off. It was not noted surgical intervention took place.